Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the physician ordered magnesium sulfate 1 gram to run at 25ml/hr. The nurse hung the medication at 1703 on (B)(6) 2023. After an unspecified time, the nurse reportedly went back to the patient's room and noticed that the bag of magnesium sulfate was empty. However, the device indicated that it was still running at 25ml/hr. With 78ml remaining. The physician was then notified, and the device was removed from patient care area. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: report source, report source other. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the physician ordered magnesium sulfate 1 gram to run at 25ml/hr. The nurse hung the medication at 1703 on (B)(6) 2023. After an unspecified time, the nurse reportedly went back to the patient's room and noticed that the bag of magnesium sulfate was empty. However, the device indicated that it was still running at 25ml/hr. With 78ml remaining. The physician was then notified, and the device was removed from patient care area. There was patient involvement but no harm.